Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
Additional information was received from the customer. The customer confirmed that no unintended section of the device remained inside the patient¿s body. Additionally, the customer reported that no patient adverse effects were reported as a result of the reported product issue. Neither pathology reports nor photos of the patient's symptoms were available for evaluation. Investigation ¿ evaluation: a review of the complaint history, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that, at a distance of 13.2 cm from the distal end of the device, the wire guide elongated a length of 3 mm. The floppy tip was measured to be 6.2 cm in length. Bends in the device were located distances of 52.0 cm, 80.0 cm and 95.0 cm from the proximal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the tip of the bentson wire came apart or unraveled. The complainant did not have any additional information. No product identifiers, event description, or patient information and/or outcome was provided. The complainant reported no additional information is available.